Event description:
High impedances on all combinations seen during interstim check. The patient stated she has not fallen or had any sort of trauma that could contribute to the issue. Increased stimulation on all 4 programs and did not feel the stimulation and any program. An x-ray was ordered look to see if lead was fractured or pulled out of the implantable neurostimulator (ins). It was noted as unknown if surgical intervention was planned and no intervention occurred. The issue was not resolved at the time of this report. It was later indicated that the cause was noted as unknown. Pt has not had the x-ray taken yet. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.